Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's sister-in-law reported via phone call that the customer's current blood glucose exceeded 600 mg/dl. Troubleshooting was declined. The caller stated that the customer had two meals without insulin. The customer was going to call her health care professional for treatment options. The insulin pump was not returned for analysis.